Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had noisy signals for its associated non boston scientific right ventricular (rv) lead. Technical services (ts) was contacted about the procedure to turn tachy therapy delivery off and walked the caller through the process. No further specific details were provided at the time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had noisy signals for its associated non-boston scientific right ventricular (rv) lead. Technical services (ts) was contacted about the procedure to turn tachy therapy delivery off and walked the caller through the process. No further specific details were provided at the time. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates therapy was turned off to avoid inappropriate therapy delivery. At a later date, this crt-d system was explanted and a new system was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had noisy signals for its associated non boston scientific right ventricular (rv) lead. Technical services (ts) was contacted about the procedure to turn tachy therapy delivery off and walked the caller through the process. No further specific details were provided at the time. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates therapy was turned off to avoid inappropriate therapy delivery. At a later date, this crt-d system was explanted and a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.